Manufacturer narrative:
The customer reported that the one the central nurse's station (cns) monitoring a bedside monitor which was monitoring a transmitter did not alarm for vtach arrhythmia while another cns directly monitoring the transmitter did alarm. No patient incident reported. It is unlikely that not all devices alarmed because when an alarm is generated, the system generates an alarm on all alarming devices monitoring that bed. However, we did not receive the required data to properly assess the above mentioned customer issue. Therefore this is being reported on the side of caution as we do not have all the data to illustrate if it did not or did malfunction and as such if there was a malfunction, there is a possibility to cause harm if the alarm failed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the one central nurse's station (cns) monitoring a bedside monitor which was monitoring a transmitter did not alarm for vtach arrhythmia while another cns directly monitoring the transmitter did alarm. No patient incident reported. It is unlikely that not all devices alarmed because when an alarm is generated, the system generates an alarm on all alarming devices monitoring that bed. However, we did not receive the required data to properly assess the above mentioned customer issue. Therefore this is being reported on the side of caution as we do not have all the data to illustrate if it did not or did malfunction and as such if there was a malfunction, there is a possibility to cause harm if the alarm failed.

Event description:
The customer reported that the one central nurse's station (cns) monitoring a bedside monitor which was monitoring a transmitter did not alarm for vtach arrhythmia while another cns directly monitoring the transmitter did alarm. No patient incident reported. It is unlikely that not all devices alarmed because when an alarm is generated, the system generates an alarm on all alarming devices monitoring that bed. However, we did not receive the required data to properly assess the above mentioned customer issue. Therefore this is being reported on the side of caution as we do not have all the data to illustrate if it did not or did malfunction and as such if there was a malfunction, there is a possibility to cause harm if the alarm failed.

Manufacturer narrative:
Complaint details: the customer reported on 01/23/2019 that they had 2 cns systems, of which one of the cns monitoring the bsm and zm view did not alarm while the cns monitoring just the transmitter did alarm. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the pu-681ra; sn:(B)(6) was placed into service on (B)(6) 2018, which is over 6 months at the time of the reported issue. A review of device history found the following complaint associated with alarm: 300151000 - patient has an abnormally low heart rate and the nurse need help adjusting the alarm; root cause: user education no further issues related to vtach alarm was registered for pu-681ra; sn: (B)(6) similar tickets using "pu-681ra alarm vtach" gave the following result: 53494 reported on 03/09/2019 - failed to call vtach alarm; root cause: user error 64184 reported on 07/26/2019- pu-681ra no crisis alarm during vtach; root cause: pending investigation based on the device service history and similar tickets query, no adverse event is suspected with the device. The cns monitoring the bsm and zm did alarm which would alert the staff regarding any critical condition of the patient. The root cause of the issue could not be determined as the logs for the event were not obtained from the customer. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects. Corrected information: d4. Device model number. F9. Approximate age of device: incorrectly calcuated. G4. Date received by manufacturer: should be 01/23/2019 not 02/21/2019 as listed on MDR initial report.